Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 ipg, implanted (B)(6) 2013; 503da20 mechanical valve, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated oversensing information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had oversensing and noise on the electrocardiogram. It was also reported that the right ventricular (rv) lead had noise on the electrocardiogram. The atrial lead and rv lead were capped and replaced. No patient complications have been reported as a result of this event.